Event description:
It was reported that pump screen was scratched, making it difficult to read. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.